Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for spinal pain indications. The patient stated 'I went to have it refilled today, and they had a code on it - a stop code. They didn't give it (the ptm) to me. I know it stopped a couple days ago. I saw the physician this morning, and she told me to call medtronic.' Patient stated they knew the pump stalled because they were having symptoms on 'I thought it was saturday, I would assume, but maybe before that.' Patient stated 'I haven't had an MRI in the last two years, but I've had a lot of mris before that. I've never had any problems.' Agent inquired if patient heard the pump alarm, but patient stated they could not hear anything because they were almost deaf. Patient stated they had been laying in bed for the last few days and had not had any strong magnetic interference due to laying in bed. Agent redirected patient to healthcare provider to further address the issue.